Event description:
It was reported that the patient developed occlusive thrombus and embolus via the left subclavian vein and innominate vein. The leads were explanted and replaced and the patient underwent vanoplasty and placement of a vein stent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.